Manufacturer narrative:
The field service engineer found the rinse station tubing was pierced and replaced it. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 and crep2 creatinine plus ver.2 results with the cobas 8000 cobas c 701 module. Patient (B)(6) the initial glucose result was 0.23 g/l and the repeated result was 1.06 g/l. Patient (B)(6) the initial glucose result was 0.21 g/l and the repeated result was 0.97 g/l. An example of an unknown patient, the initial creatinine result was 128 umol/l and the repeated result was 289 umol/l. It is unknown if the questionable results were reported outside the laboratory. The repeat results were believed to be correct. The glucose reagent lot number was 50616401 and the expiration date was 31-jan-2022. The creatinine reagent lot number and expiration date were requested but not provided.